Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware error. Dexcom technical support advised patient to reset device on (B)(6) 2014. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
The complaint device was returned and a review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. Unrelated to the original complaint, the universal serial bus (usb) case interface was noted to be damaged.